Manufacturer narrative:
The sample associated to this report is expected to be returned. If a sample is returned, a summary of the analysis will be provided in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that during patient use, a cuff leak occurred after seven days of use. The information provided indicates that removal and replacement of the tube was required. No further incident to the patient was reported following replacement of the tube.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated after few seconds. A visual inspection was performed and it was observed the cuff presents a small cut. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that during patient use, a cuff leak occurred after seven days of use. The information provided indicates that removal and replacement of the tube was required. No further incident to the patient was reported following replacement of the tube.